Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The multifunction cable was returned to zoll medical singapore. The customer's report was verified and attributed to the defective multifunction cable. The multifunction cable was replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.